Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. It was reported the device was not used past its expiry date. (B)(4). Device code relates to problem code for the reported issue of clip failed to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed in the right side of the colon on (B)(6) 2018. According to the complainant, during the procedure, the clip grasped and locked onto the tissue but failed to release from the catheter. The handle was jiggled until the catheter finally came off but the clip was pulled off the anatomy as well. The customer decided to not use another clip, and the procedure was completed at this time.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.